Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h6 and h11. The device was not returned to olympus for inspection, but the reported failure was confirmed by a field service inspection. An olympus field service engineer was dispatched to the user facility and confirmed the reported issue. The field service engineer described that the com port was not set to the port that the trigger cable was plugged in to. Once olympus field service engineer changed the com port in provation the funcitonality returned. The subject device will not be sent back to olympus for further evaluation and repair. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no longer sending images to provation apex was due to configuration issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was no longer sending images to provation apex. The issue was found during inspection for use. There were no reports of patient harm.